Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "a heart rate of 36bpm". The right atrial (ra) lead also exhibited undersensing. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.